Event description:
Reference number: (b)(5). Event occurred in the united states it was reported that the patient experienced infusion set failures due to a learning curve issue when inserting infusion sets on (B)(6) 2026. The infusion set had been in use for less than twenty-four hours. The blood glucose level was high, and treatment administered was a correction bolus via pump. The issue occurred with a total of six infusion sets. No further information available.

Manufacturer narrative:
Initial and final MDR-(B)(4). Device 4 of 6 request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.